Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result all alarm and connection functions and were tested successful and no malfunction could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Tha buttons passed the optical and functional investigation successful and comply with the specification. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the handset has lost communication with the infusion device. Patient stated there have been several communication issues between the handset and the infusion device. Patient reported changing the battery although loss of communication occurred again. Advised to change the batteries in the handset. Patient then mentioned the infusion device behaved unusually in that when trying to use the device manually after the loss of communication, an error (tbr cancelled) tbr = temporary basal rate) occurred despite her not having set a tbr. Patient stated this occurred twice. Patient reported she checked the tbr history and this confirmed one had not been set. The error could not be acknowledged with the tick key and it kept beeping; eventually the beeping stopped. Patient stated she would continue to use the pump and would check bg levels frequently throughout the night. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.